Event description:
It was reported that the sensor deployed on its own. Product was returned but not investigated as analysis would not be able to confirm the complaint nor determine a potential root cause. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).